Event description:
The mother of the patient reported that her son's infusion set tubing separated near the luer lock. The mother stated that the inner tubing was still connected and no insulin leaked out of the tubing. The patient's blood glucose was not affected. The mother of the patient stated that they changed out his infusion set and has not had any problems since this event. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.